Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using an 12f amplatzer torqvue 45x45 delivery sheath. There was no thrombus noted before the procedure. During procedure, the activated clotting levels was 336 seconds and a heparin was administered. The device had a ball formation in the appendage, transesophageal echocardiogram (tee) showed a thrombus/tissue was noted at the tip of the sheath/proximal end of the ball. The device was fully recaptured and aspirated completely. A new 25mm amplatzer amulet was prepared and advanced through the same delivery system, upon ball formation, many fibrous strands noted at tip of sheath/proximal end of ball. The device was not manipulated. The device was fully recaptured and sheath exchanged. The fibrous strands came back into sheath with the device. There was a 20mintes delay in the procedure. A new 25mm amplatzer amulet left atrial appendage occluder and 12f delivery sheath was chosen and completed the procedure within 7 minutes. The patient remained hemodynamically stable throughout the procedure. There was no adverse event happened to the patient. The patient was reported stable.

Manufacturer narrative:
An event of thrombus noted at the tip of proximal end of the device was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. An image from field appeared to show a lobe of device being deployed through the sheath on operating table. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.